Event description:
It was reported that on (B)(6) 2010, an acute myocardial infarction patient was implanted with a vision stent, after which a kissing balloon technique was performed. The procedure was completed without using intravascular ultrasound (ivus). On (B)(6) 2010, the patient experienced sub acute thrombosis (sat). The thrombus was suctioned and balloon angioplasty was performed for treatment. Ivus was performed and the procedure was completed. The patient has recovered and has been discharged from the hospital. The physician commented that a stent strut may have flared during the kissing balloon technique, which may be the cause of the sat. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported thrombosis is a known adverse event listed in the vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.